Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a visible tear on the back of the pouch chamber which contains the titanium adapter. The back of the pouch is over labelled with two chinese text labels indicating that the product was repacked and re-labeled in china. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter had a damaged pouch. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.